Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. It is likely that the rupture occurred due to interaction with lesion calcification. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Based on the information provided, the reported difficulties appear to be due to operational circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a restenosis lesion in the mildly tortuous, moderately calcified, 70% stenosed, mid femoral artery. A 4.0 x 80 mm armada 35 percutaneous transluminal angioplasty (pta) catheter was advanced to the lesion and upon the 3rd inflation the balloon ruptured at 20 atmospheres. A new unspecified balloon catheter was used to successfully complete the procedure. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information provided.